Event description:
The customer's mother reported that at 1:00am on (B)(6) 2013, the customer's blood glucose read high (greater than 500 mg/dl). She gave the customer a bolus and he went to sleep. Upon awakening at 7:00am, the customer's blood glucose was greater than 300 mg/dl. The customer's mother checked his blood glucose again at 7:30am and got a reading of 387 mg/dl. When the pod was removed, it was noticed that the cannula was kinked. The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contribute to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.